Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that pairing issue occurred. The patient experienced a hyperglycemic event after experiencing a pairing error. After the patient was unable to connect a sensor, they experienced vomiting and eventually lost consciousness. It was not known why initially the sensor was changed, and no previous last continuous glucose monitor (cgm) reading was reported. It was not known how long after the last cgm they would have developed symptoms, but the event would have occurred on the same day as the pairing failure occurred. No fingersticks were taken at that moment and the patient did not self-treat at that time. An ambulance was called by their mother and when the patient arrived at the hospital, a fingerstick was taken and the blood glucose reading was 1000 mg/dl. The patient did not remember any details regarding treatment, but stated they were at the hospital for 7 or 8 days. The patient would also have developed cystitis during the admission. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable but still recovering. No other details were documented. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.